Manufacturer narrative:
H3: product analysis: evaluation determined that the tool bur was wobbling due to broken tip bearing, causing interference with the inner diameter of the tube tip. The likely cause of the failure could not be determined. It was also noted that there is abnormal noise from the bearings and gears during rotation, laser markings are faded and scratches were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment ring came off. No known patient impact reported. On follow-up, it was reported that the event occurred intra operatively without patient involvement.